Event description:
It was reported that during a percutaneous transluminal angioplasty a balloon rupture and tear occurred. The physician attempted to treat a lesion located in the mildly calcified, severely tortuous shunt vein in upper arm with a sterling monorail angioplasty balloon. The balloon was inflated under nominal pressure for inflations one through five. Pressure was increased to nominal for inflations six and seven. The balloon ruptured at 14atms on the 8th inflation. The balloon was removed intact, at which point a tear was noted. There were no kinks noticed on the device. The procedure was completed with another manufacturer's device. There were no reported patient complications. The patient status is listed as "good".

Manufacturer narrative:
(B)(6). (B)(4).